Event description:
It was reported during a scheduled biliary drainage catheter exchange, it was noted under fluoroscopy this drainage catheter had fractured and the distal portion of the catheter remained in the patient. Successful percutaneous retrieval of the detached catheter segment utilizing a gooseneck snare followed. Another drainage catheter was successfully placed for continuation of treatment. The patient's condition is good. This device is currently being evaluated by this MFR. Upon completion of the engineer's evaluation, a supplemental medwatch report will be filed under the appropriate sequence number. As a lot number was not provided, a device history search could not be performed. The co's follow up revealed this catheter was in place for approximately 7 weeks. User technique and/or patient anatomy may have contributed to this event, however co is unable to determine the exact cause for this event. The co's directions for use state: "the catheter is designed for external and internal percutaneous drainage of the biliary system. This catheter should be evaluated by the physician on or before 90 days post-placement."